Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn for less than and hour.

Manufacturer narrative:
The device was received fully deployed. The formed needle was fully retracted when received. No damages nor defects were observed to the needle mechanism. The needle mechanism was reset, and it redeployed as intended. No alarms, timeouts, nor drive stalls were observed in the data. Although the device was received with a fully retracted formed needle, it could not be determined if the formed needle retracted before investigation. The exposed portion of the soft cannula was observed to be shortened. It was shortened outside of specifications at .822 inches. It could not be determined when this damage occurred or if it can be attributed to the reported events.